Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 5.3 and 4.6. Laboratory inr: 1.6. Therapeutic range: 2.0 - 3.0. The time between testing was all within ten (10) minutes. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.